Event description:
Reference number(B)(4). Event occurred in japan. (B)(6) 2026. The infusion set was leaking at the tubing and tubing connector. The serum glucose level was high around 400 mg/dl and treatment taken was insulin pen. No further information available.